Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to the interface board. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and displacement accuracy test due to blank display. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, cracked belt clip slot, stained back address label and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 between 5 to 6 am with blood glucose of 422 mg/dl. The customer¿s current blood glucose level was 428 mg/dl. The customer experienced symptoms such as headache and thirsty. The customer was not wearing the insulin pump during the hospitalization and the customer was off the insulin pump for less than 48 hours. The customer reported that the insulin pump was not working, however the customer was not able to perform troubleshooting as the customer did not have new batteries. The insulin pump will be returned for analysis.